Event description:
It was reported that during a routine clinic visit, atrial noise was noted on the stored electrograms. A fracture of the atrial lead was suspected. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4). Final analysis found that the lead insulation was abraded at 15.6 cm -15.9 cm from the connector pin. The abrasion was consistent with exposure to constant friction with another implantable device. This likely contributed to the reported noise anomaly.